Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. System check was performed with tandem technical support and the cartridge was cracked. Caller successfully changed out cartridge and resumed insulin therapy. Customer¿s blood glucose level was 377 mg/dl.